Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported an 84-year-old female patient with pre-operation placement was implanted with an impella 5.5 for mechanical circulatory support. The complainant reported that the patient was on support for a cardiac rupture for 10 days before they expired. The patient also experienced a neurological cardiac infarction event. The time of the event is unknown, as medical staff started performing cardiopulmonary resuscitation. There is no association between the impella use and the patient¿s outcome.

Manufacturer narrative:
The investigation for the reported stroke has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the stroke could not be determined. F6/f8 should have been left blank in the initial report.